Event description:
It was reported that the handpiece and bur shaft got hot. Further it caused a second degree burn on the shoulder of the pt. When the bur unit was removed from the handpiece, it was black and looked worn.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.